Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges lot#'s w21110, w21120a and I-stat sn (B)(4) that yielded suspected discrepant, sodium, potassium and ionized calcium results on a (B)(6) year old male patient with convulsions. There was no additional patient information. Returns for cartridge products is not availble for investigation. The I-stat analyzer sn (B)(4) is being replaced at no charge and returning for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the sample used for I-stat was hemolyzed. However, this could not be confirmed at the time of this report. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. The customer reported that analyzer s/n (B)(6) produced unexpected na, k, and ica results with cg8+ cartridges. The customer cannot confirm whether the unexpected results were from lot w21110 or w21120a. Failure analysis did not reproduce the complaint. The analyzer functioned according to specification during failure analysis. A rocketware search spanning six months revealed one similar incident (non-reproducible unexpected ica patient results) and no evidence of a trend. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(4)2021. A review of the device history records confirmed the cartridge lots met finished goods release criteria. The total allowable error (ea) acceptance criterion per q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure was met with the exception of the rate of ica results outside of ea in whole blood under test ID gr991 for lot w21110. The ica ea failure will be investigated under quality record (qr) 775835. All other analytes for cg8+ cartridge lot w21110 and all analytes for cg8+ cartridge lot w21120a met the ea acceptance and the suppressed results criteria. In addition, an unrelated previously identified deficiency for filling issues has been determined for cg8+ lots w21110 and w21120a and is being address under qr 761609.